Event description:
The dentist reported that 3 months after the dental implant was installed in intra-oral region #14, it was verified its non-osseointegration. Twenty ncm of primary stability was achieved and immediate load was not performed. Pt presented low bone quality (bone type iii).